Event description:
The device was explanted and replaced. The patient's condition was stable throughout.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received inappropriate atp and shock therapy due to far-field oversensing. Device reprogramming was suggested to resolve the issue. The patient's condition was stable throughout.